Manufacturer narrative:
(B) (4).

Event description:
According to the reported, an eea 31 surgical stapler was applied for colon tumor removal on (B) (6) 2008 (low anterior resection for mid rectal cancer). The stapler malfunctioned; the pt was forced to undergo an open rather than laparoscopic procedure, and experienced postoperative complications, including infection and development of a large abscess and ultimately the placement of a colostomy. The surgeon successfully removed the colon tumor as planned and without complication. However, as the surgeon was completing the surgery, the eea 31 surgical stapler malfunctioned, which ultimately led to the placement of a colostomy and total hysterectomy. According to the reported, during the procedure, as the surgeon proceeded to perform an end to end anastomosis, the surgeon inserted the anvil of an eea 31 stapler into the open area of the colon. The surgeon then introduced an eea stapler transanally, and directed it to the apex of the rectal stump. The surgeon opened the stapler, driving the piston through the previous gia staple line. The anvil and stapler mated. The stapler was then closed. Unfortunately, the stapler would not close fully, nor at this point would it reopen. According to the surgeon, the eea 31 staple line was incomplete in the posterior midline, and there was a large leak in the anastomosis. This resulted in the conversion from a laparoscopic procedure to a laparotomy procedure. The pt's proximal rectum and proximal colon had to be resected. The pt developed a fever post-operatively and leukocytosis. On (B) (6) 2008, a CT scan of the anastomotic site revealed a leak and an abscess measuring approximately 9.9 cm by 5.3 cm in size. The previous colorectal anastomosis had been disrupted for nearly its full circumference. The anastomosis was scissor dissected, resulting in 4-5cm of descending colon tissue loss, and an end colostomy. The pt remained in the hospital for fourteen days. Following the procedure, the pt completed the post-operative chemo radiation. On (B) (6) 2009, the pt underwent an add'l operation to take down and close the colostomy. The colostomy take-down was converted from a laparoscopic procedure, to a laparotomy due to the dense formation of scar tissue in the pelvic region, resulting in the total hysterectomy and bilateral salpingo-oophorectomy to gain access to the rectal stump.